Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Upon investigation it was found that the system was coming up with a critical battery error making it go into standalone mode and not allowing any x-rays to be taken. After further investigation it was found that hospital theatre staff had left the ias on and not on charge before the case draining the batteries. After giving the batteries a full charge the system functioned as intended. No parts were replaced, and this issue was confirmed to be due to user error. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system entered stand alone mode and a 3d spin could not be completed. The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. No impact to the patient was reported.